Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient experienced continuous vomiting, abdominal pain, dizziness, and nearly lost consciousness. At the time of the event, a fingerstick test showed a cgm (continuous glucose monitor) reading of 40 mg/dl, while a blood glucose test indicated a level of 400 mg/dl, a significant discrepancy. The patient was transported to the hospital and treated with intravenous fluids. However, there is no available information regarding the length of the hospital stay, nor is there documentation of any further medical evaluation or intervention following the initial treatment. It is also noted that the patient was blood thinner at the time of the event. No data was provided for evaluation. The allegation and probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.